Event description:
It was reported that the pt's lead is broken and has quit working at the second and third electrode. She was experiencing lack of effect and no stimulation sensation from her interstim device. Further info is being requested at this time.